Event description:
Information received by medtronic indicated that the customer reported crack on the battery side. Troubleshooting was performed. Customer confirmed that there was no out-of-box damage and retainer ring damage. No harm requiring medical intervention was reported. The customer discontinued the use of the insulin pump, and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with cracked battery tube threads, cracked case at the battery tube side, and cracked case at corner of the belt clip rail. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, pillowing keypad overlay, and stained keypad overlay. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2 and force sensor. Moisture damage was found on the motor. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file on 07/11/2023 19:22:58.000 and on 07/11/2023 19:32:00.000. Please see below for the pump errors/alarms noted 2 days prior to the event date 28-jun-2023 in the pump history file. 06/26/2023 17:28:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). 06/26/2023 17:44:00.000 alarmalertnotification (40). Faultnumber: lostsensor2alert (781). 06/28/2023 18:04:07.000 batteryremoved (55) 06/28/2023 18:04:07.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 06/28/2023 18:04:28.000 batteryremoved (55). Unable to test for lost sensor alert due to critical pump error (open book image) alarm. Lost sensor alert (780) unknown. Cosmetic damage was confirmed at the back of the pump. Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to corroded force sensor. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.